Event description:
Report of possible overdelivery rec'd. A nurse reports programming the pump at approx 4:30pm for morphine 5mg/ml, pca dose of 1mg with a pt lockout of 15 mins and a 16mg 4 hr limit. At approx 9:30pm, the nurse states that "the display indicated one ml had delivered but there were 11.5ml gone from the vial." The pt did not experience any adverse effects and no signs of overdelivery were observed. No add'l info was available.

Manufacturer narrative:
Testing and investigation could not confirm overdelivery. The unit passed long and short term delivery testing within product spcification. The device history shows "malfunction 1a" (cpu/display line went low and could not return to normal). This problem does not affect device delivery accuracy. The frequency of occurrence of death or serious injury reports for code 102 (overdeliver) for lifecare pca products is <2.18/million sets.